Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt stated they typically charges about every month. Pt stated they have been trying to charge for over a week now and the recharger (insr) is not finding the ins. Pt states they emailed their rep and they received an email back telling pt to call manufacturer to get the insr replaced. Agent had pt try to connect to the ins with the patient programmer (pp) and the pp is not able to locate the ins. Agent reviewed battery longevity and pt stated they had to meet the rep before to have the ins "jump started". Agent redirected to healthcare provider. On (B)(6) 2024 the rep reported the date they were notified of the issue was (B)(6) 2024. The rep was unsure how many times the device had been overdischarged, but noted the patient is scheduled for replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the implantable neurostimulator (ins) was discarded by the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported it was confirmed the device was overdischarged. It was noted the replacement date for surgery was 8/07. The issue was not resolved.